Event description:
It was reported in an article titled "navigation techniques assisted kyphoplasty for the treatment of osteoporotic spinal compression fracture", the following events were reported: a total of 17 incidents were observed. Three cases of minimal leakage at the anterior vertebrae. Three cases of leakages at the anterior border of the vertebra. One case of leakage behind the puncture point of the pedicle. Five cases of minimal leakages through a fracture line of the end plate to the intervertebral space. Two cases of leakages at the posterior pedicle. Two cases of leakages through the end plates to the end plates to the intervertebral space. No additional information was reported. It is noted that these procedures took place in (B)(6) at (B)(6) hospital. At the time of these events, kyphoplasty products were not approved for distribution in (B)(4).

Manufacturer narrative:
Report source: article titled "navigation techniques assisted kyphoplasty for the treatment of osteoporotic spinal compression fracture" by sun chang-tai, zhao li-lian, zh. Method: device not returned, internal review of literature, follow-up with author. Noted: 2953769-2009-00078.